Manufacturer narrative:
The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed and the device passed, along with all of the functional testing. During the evaluation, the electrical returned instrument testing evaluation (rite) the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection showed that poor connection of the door ground cable. The results of the evaluation revealed the cause of the failure to be the door ground cable assembly. Ground cable assembly was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the ground bond test indicating a high resistance value between the device and the ground bond on the power supply. No additional information is available.